Manufacturer narrative:
H10: one (1) used unit list # 011-mc9077, 41 cm (16") pur transfer set w/clave® clear, check valve w/luer lock, filter cap, 5 units; lot # 3811485 was received on 9/3/2019 for evaluation. The single used transfer set was returned with the y-clave silicone seal stuck down. Subsequent investigation revealed the spike was dry without lubrication that resulted in a dry spike stick down. The complaint was confirmed. The probable cause is no spike/seal lubricant application during automated assembly in salt lake city. The device history review for lot number 3811485 was reviewed and there were no relevant non-conformances found.

Manufacturer narrative:
It is unknown if the device is being returned.

Event description:
The customer reported an accidental leakage of carmustine cytostatic from a pur transfer set w/clave clear, check valve w/luer lock, filter cap. The leak occurred when the medical technician hung the infusion solution. The spill was on the floor, on the hospital bed, and something on the patient¿s clothes. There was no reported harm.